Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display and multiple error alarms. Customer's blood glucose level was 182 mg/dl at the time of incident. Customer stated the display returned, they were able to clear the alarm and also were able to rewind the insulin pump. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment and the spring was neither damaged nor corroded. Customers stated that insulin pump was not exposed to moisture. Customer stated the alarm did occur during normal use. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.